Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture that resulted in two to four seconds of asystole. Subsequently a revision procedure was performed where the lead was surgically abanonded. A new rv lead was successfullly implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.